Event description:
The patient bolused for dinner. Pt could hear the motor running. However, the "insulin remaining" was the same before and after the bolus and pt felt as though the bolus did not go in. The insulin limits were set higher. The infusion set was disconnected from the site and the patient tried to bolus. There was no delivery. The patient tried to prime. Again, there was no delivery. It was suggested that the patient give self an injection, fill a new cartridge, and replace the pump batteries. The patient did so and manually pushed the plunger. The patient could hear the motor running during prime, but there was no insulin delivery at the end of the tubing.